Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up the lead exhibited oversensing. The oversensing could not be reproduced with provocative maneuvers. The device was reprogrammed. The patient's condition was stable before and after the event.